Manufacturer narrative:
Additional product codes: gff; gfa; hsz. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was report that on (B)(6) 2019, during an open reduction internal fixation (orif) of distal humerus, the drill bit broke due to hard bone and difficult area in procedure to get to so needed to drill at a steeper angle. The quarter of the drill bit had to be last inside the humerus of the patient. Fracture was reduced and fixated using plate, screws, and cables. (Taken from additional event information note: a-3067835). There was no surgical delay. Procedure was successfully completed. There was no harm to the patient. Concomitant device reported: unknown drill (quantity # 1). This complaint involves one (1) 2.5mm drill bit/qc/gold/110mm. This is report 1 of 1 for (B)(4).